Event description:
A customer reported an issue with leaking cartridges, with two incidents occurring. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided.